Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 569 mg/dl. Customer's current blood glucose level was 514 mg/dl. Customer gave herself bolus. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer reported that her insulin pump had a low battery alarm, she changed it and she was stuck on the no battery, insulin pump screen was now blank and its not beeping anymore. The customer declined troubleshooting for high blood glucose level. Customer states display was blank currently. Customer was able to turn the insulin pump on, settings was unchanged, external devices are still connected. The insulin pump was not returned for analysis.